Event description:
A caller reported damage to the pump housing and usb port, which affected the ability to charge the pump and led to a shutdown. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, with the customer informed of the need for replacement and provided instructions for backup insulin therapy via multiple daily injections (mdi). The customer received instructions for returning the damaged pump and confirmed their shipping details for the replacement.